Event description:
It is reported that a customer experienced high and low blood glucose ranging from 67mg/dl on (B)(6) 2015 to 525 mg/dl. The customer declined trouble shooting but was advised to change their infusion set and reservoir. The customer stated that they will do so when they feel better. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.